Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is a clear loosening of the tibial component visible. It has also migrated (subsided anteriorly). The reporting physician (did not perform the implantation) describes a potential lateral instability of the ligaments and capsule as the underlying cause of the loosening. Lateral ligament insufficiency may have not been addressed according to the opinion of the reporting physician. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain, swelling and migration of tibial implant with loosening. The patient received anti-inflammatories. The patient has a history of lateral ankle instability and injury that was not repaired.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain, swelling and migration of tibial implant with loosening. The patient received anti-inflammatories. The patient has a history of lateral ankle instability and injury that was not repaired.